Event description:
This unsolicited device case from (B)(6) was rec'd on (B)(6) 2014 from a physician. This case concerns a female pt of unk age who experienced relapsing synovitis and underwent "repeated punctions of right knee (effusion right knee)" after receiving treatment with synvisc one injection. The pt's medical history was significant for right knee gonarthrosis grade 2 since 2011 and knee arthroscopy in (B)(6) 2013. No past drugs, concomitant medications and concurrent conditions were reported. On (B)(6) 2013, the pt rec'd treatment with intra-articular synvisc one injection, once (dose, batch/lot number and expiration date unk) into her right knee, for gonarthrosis. On (B)(6) 2013, 52 ml of synovial fluid was aspirated, from the pt's right knee and the pt was diagnosed with relapsing synovitis. On (B)(6) 2013, the pt underwent "repeated punctions of right knee" in which 35 ml, 55 ml, 34 ml, 45 ml and 58 ml of synovial fluid was aspirated respectively. It was reported that the repeated aspiration were performed along with the repeated administration of betamethasone (diprophos) and anti-inflammatory/ant rheumatic products (nsaids). On an unk date in 2013, the pt's synovial fluid culture was negative . It was also reported that arthroscopy and knee endoprosthesis was recommended to the pt. In the opinion of physician, relapsing synovitis was related to synvisc one administration after arthroscopy. Outcome: unk for both events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: intervention required for both the events.

Manufacturer narrative:
Pharmacovigilance comment: sanofi comment dated (B)(4) 2014: in this case, the causal role of synvisc one cannot be excluded for the occurrence of the event of relapsing synovitis, however the other relevant medical history of the pt may play a contributory and confounding role in the occurrence of the event. Furthermore, the lack of info regarding the concomitant medications used by the pt precludes the complete case assessment.